Manufacturer narrative:
(B)(4). Date sent: 7/3/2023. D4 batch # 434a49. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ntlc55 device was returned with both bearing detached, missing and the saddle pin was found to be broken and with no reload present. Also, the device was returned with two posts damaged on the distal end of the anvil as if the anvil was pulled out of the device. Further investigation shows that the locks' anvil shrouds were damaged. No functional test was performed due to the condition of the device. The reported complaint was confirmed by an external cause as improper handling. Please refer to the IFU for the proper handle of the device. It should be noted that all devices are inspected 100% for bearing presence by an automated vision system and are visually inspected 100% as a final check. In addition, at finished goods, the devices are visually inspected based on a sample. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 434a49, and no non-conformances were identified.

Event description:
It was reported that during a gastrectomy the device did not fire. The procedure was successfully completed with no patient consequences.